Manufacturer narrative:
This report is submitted on july 7, 2019.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 for an unknown reason. It is unknown if the patient was re-implanted with another device.